Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable's rubber casing around 16-pin lemo connector was loose on the mobile power unit (mpu). The battery ribbon was frayed and the led overlay label was damaged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the patient cable rubber encasing, and red battery strap, and user interface membrane on the mobile power unit (mpu) was confirmed. During the evaluation of the returned mpu, serial (B)(6), the patient cable rubber encasing was coming loose around both connectors, the red battery strap was frayed, and the user interface membrane was scratched. The system powered up as intended and passed all tests. The patient cable, red battery strap, and membrane were replaced, and preventative maintenance was performed. The unit was returned to the rental pool. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.